Event description:
It was reported that the trolley of the anesthesia machine collapsed while moving the machine into an elevator. No injury was reported.

Manufacturer narrative:
The trolley is under investigation. Results will be reported in the follow-up report.